Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. Alleged failure: sparked during case. Probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire isolation power supply failure use error: console is sterilized or disinfected use error: console cleaned with incompatible products. *note: the investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: crossfire was used for the first time since they bought it and the nurse noticed a spark noise when she turned it on and the error code e41 appeared. Tried power cycling 3 times and same code each time. Tried different power cord. Same code. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device sparked.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device sparked.